Manufacturer narrative:
Initial.

Event description:
It was reported that the patient repeatedly dropped the ilet pump, resulting in physical damage to the touchscreen; the device remained operational, data were synced, and there were no injuries or use difficulties reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture to the device¿s touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.